Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began (B)(6) 2017 at 8:30am when she obtained a blood glucose reading of 303mg/dl using the subject device which she felt was elevated compared to her feelings and/or usual results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes using insulin (self-adjusts) and reportedly took an additional 10 units of novolog insulin immediately in response to the result obtained. The patient claimed that approximately 45 minutes later she experienced symptoms of ¿shaky¿ and re-tested her blood glucose with a reading of ¿67mg/dl¿. The patient self-treated by consuming orange juice. Approximately 15 minutes later the patient re-tested again and obtained a result of ¿55mg/dl¿ and continued to self-treat with food/drink. At the time of troubleshooting, the csr noted that the meter was set to the correct unit measure and the test strips being used were stored correctly and within expiry. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.